Manufacturer narrative:
Patient weight not made available from the site. Device lot number not available as site declined to return the suspect device to manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement navlock universal orange tracker shipped to site 06/13/2016. No parts have been received by manufacturer for analysis as site declined to release the suspect tracker. Orange navlock tabs are composed of 17-4h stainless steel. Toxicological assessment for this material found: "the potential health risk resulting from exposure to the broken stainless steel tip is considered to be negligible" per 10-10-20 toxicological risk assessment for 17-4h.

Event description:
A site representative reported that, while in a spine procedure, their navlock universal orange tracker side button tip was broken. The site sterilization department identified the issue when cleaning and checking the instrument. The site reported that it is impossible to know if the button fragments are still in the patient's anatomy. An imaging system 3d visual checkof the patient did not reveal anything atypical. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome reported.

Manufacturer narrative:
.

Manufacturer narrative:
Although the suspect part was not returned for analysis this event was reviewed by a cross-functional team who determined. It is suspected the most likely cause of this issue was due to the user attempting to open the navlock tracker by prying/forcing the buttons open. Although a specific cause of the suspect tracker was unconfirmed as the part was not returned to the manufacturer, an investigation into trackers with similar reported malfunctions was completed and was documented in a medtronic navigation hardware anomaly tracking database.